Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2026, a return kit was shipped to retrieve the pump for evaluation. Therefore, once we receive the pump and is evaluated, a supplemental report will be submitted.

Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump was flowing glycerin slower-than-expected during routine follow-up. Documented glycerin refill/calculated flow rates were as follows: 0.22 ml/day on (B)(6) 2025 (18 ml residual, 56 days); 0.21 ml/day on (B)(6) 2025 (18 ml residual, 56 days); 0.16 ml/day on (B)(6) 2026 (21 ml residual, 61 days); 0.18 ml/day on (B)(6) 2026 (20 ml residual, 56 days); and 0.186 ml/day on (B)(6) 2026 (24 ml residual, 35 days). The reported glycerin flow remained steady without interruption. The pump was explanted on (B)(6) 2026, primarily due to progression of disease and not solely due to the observed glycerin flow rate.